Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead had moved 6 months after surgery. The lead had to be explanted and replaced. The patient was stable post-procedure.